Manufacturer narrative:
The report of the event was received on 10-dec-2020. A follow up meeting was scheduled and conducted with the physician assigned to the case on 21-dec-2020. During this meeting, the details of the procedure (as described in section b) were collected and documented. The device was returned for evaluation on 15-dec-2020. The device was evaluated, and the tip was confirmed to be fractured. The tip was still attached to the shaft of the device. Upon inspection of the device, no further damage was detected. The device was connected to an in-house ultrasound system and an image was able to be detected. While connected, the device was deflected in each direction and the image never disconnected. Based on the review of the instructions for use, the following is instructed to the users: "inspect the catheter and packaging before opening. If the catheter is damaged or if the package is comprised do not use the catheter." "Remove the catheter from the packaging using aseptic technique and inspect the catheter carefully for tip integrity and catheter condition." "A 10f introducer is recommended for use with this catheter for insertion into the femoral or jugular veins." As confirmed during the call on 21-dec-2020, the patient was in stable condition with no other identified sequalae's. This report was initially submitted on 08-jan-2021. It was not published, hence report is being resubmitted.

Event description:
During a pulmonary vein isolation (pvi) procedure, the tip of a viewflex device broke at the end of the procedure. Procedure details: pulmonary vein isolation with cryo. During the procedure, the following devices were reported to be utilized: innovative health reprocessed viewflex xtra ice device, medtronic artic front system (long cryo sheath, artic front balloon and achieve mapping catheter), agilis, bsw bi-directional cs catheter, quad, 9fr 25cm sheath to advance viewflex. Procedure details: the viewflex device was used in the right atrium (ra), the pulmonary vein isolation was completed with the cryo system without any incident. Upon completion of the procedure no effusions were noted. Artic front system was withdrawn and the agilis device pulled back into ra. A final inspection with the viewflex device was completed post protamine administration. The viewflex device was advanced into right ventricle (rv), anterior tilt utilized. At that point, the image became grainy / unstable. Image was difficult to discern. The catheter was rotated back and forth and the image improved as catheter rotated. At that point, an effusion was identified. Rather than waiting for external 2d echo, a pericardial sub xiphoid tap was performed under fluoroscopy, with placement of a drainage catheter connected to cell salvage. The viewflex tip was noted to be at a 90 degree angle on fluro in rv. Viewflex withdrawn and inspected and no portions were noted to be missing, the tip was broken, but still attached to the shaft. Effusion / bleeding was not resolving despite protamine and normal activated clotting time (act's). Patient transferred to cvor for repair by cardiac surgery. The injury was identified as an inferior vena cava (ivc) tear at the entrance of the ra. The cardiovascular procedure was an on pump, mid-sternotomy, repair of inferior vena cava (ivc) with a patch. Patient required transfusion of both cell salvaged and banked blood. Transferred intubated and sedated to the cv ICU that evening. Patient extubated mid-day without incident or other identified sequalae's.